Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer was stuck in "fill tubing" while changing infusion set. Customer also received a compromised force sensor alarm and insulin was squirting out. Drive support cap was flushed. Customer's blood glucose was 311 mg/dl. Customer reported of wearing insulin pump during priming. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to loose protruded drive support disk. Unable to perform occlusion, prime and excessive no delivery test due to a33 alarm. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker, broken belt clip slot and cracked battery tube threads.